Event description:
On (B)(6) 2012, it was reported that a physician's handheld device would not proceed past the "to clear all data screen" when a hard reset was performed. It was confirmed that the hhd lock button was not engaged and that when the contacts button to clear all data was pressed, the handheld device would not respond. Multiple hard resets were performed with no change. The event occurred with two software flashcards. The handheld device and software flashcards were returned on (B)(4) 2012 and underwent product analysis. An analysis was performed on both flashcards, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld, and the reported allegation was verified. The cause for the complaint is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies.

Manufacturer narrative:
Device failure caused event but did not cause or contribute to a death or serious injury.